Manufacturer narrative:
Concomitant medical products: w1tr01 crt-p implanted (B)(6) 2018. Product event summary: the full lead was returned in segments and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. The outer insulation of the lead developed a breach due to metal ion oxidation while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had been capped and replaced for unknown reasons. The lead was later removed and returned to the manufacturer and tested out of specification during manufacturer's analysis. Follow-up yielded no further information. No patient complications have been reported as a result of this event.